Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified forearm. A 5.0x40, 75cm mustang¿ balloon catheter was selected for use and no visual issued were noted on the device prior to use. The device was initially inflated to 10 atmospheres, then during the second inflation at 10 atmospheres, the balloon ruptured after being inflated for 60 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified no visible tears in the balloon material. However, when the device was attached to an encore inflation unit and an attempt was made to inflate the balloon, a pinhole leak was confirmed in the balloon material. The pinhole was located the distal edge of the proximal markerband. A visual and microscopic examination found no damage to the proximal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified forearm. A 5.0x40, 75cm mustang¿ balloon catheter was selected for use and no visual issued were noted on the device prior to use. The device was initially inflated to 10 atmospheres, then during the second inflation at 10 atmospheres, the balloon ruptured after being inflated for 60 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.